Manufacturer narrative:
H6: investigation: no photos or samples were received by our quality team for evaluation therefore the failure mode could not be verified. A review of the internal manufacturing device records and raw material history files for the reported lot number was performed and no recorded quality problems or rejections to this incident were found. Twenty of the retained samples from the reported batch have been examined and no leakage was observed. Based on the quality team's investigation, the root cause of this incident cannot be determined.

Event description:
It was reported while using bd microlance¿ stainless steel needles leakage occurred. There was no report of patient impact. The following information was provided by the initial reporter: oot reading on a vacuum test and there appeared to be a small leak at the neck of the needle.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using bd microlance¿ stainless steel needles leakage occurred. There was no report of patient impact. The following information was provided by the initial reporter: oot reading on a vacuum test and there appeared to be a small leak at the neck of the needle.